Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1690, 1994.

Event description:
Dentist reported an allergic reaction and an infection around implant at tooth site #16. Implant was removed. Additional appointment required to try another implant. Abscess, inflammation and pain were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: email adress, g1: contact office - first/given name, last name and email address, g1: contact office - manufacturer site - email address, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvt4b10, (imp, tsv,4.1,10, mtx, mg) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1275896. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275896 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: allergic reaction, dental: functional: non-integration and dental: medical: infection.¿ for infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Infection is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.